Event description:
The customer reported that there was no left screen picture.

Manufacturer narrative:
This MDR is related to ge healthcare. The ge service rep inspected and found the left monitor not functioning. The customer also requested that a c-rotation handle be replaced. The rep ordered the monitor and the handle then installed the new monitor and tested. The monitor is now functioning as intended at this time.